Manufacturer narrative:
Concomitant medical products: 694765, lead, implanted (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited premature battery depletion. No action was taken and the device remains in use. No patient complications have been reported as a result of this event.